Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2456 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that when performing maintenance, a nurse of the relevant department found liquid leaks at the distal end of the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is confirmed and was determined to be manufacturing related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water. The catheter was found to be patent to infusion; however, the catheter was found to be unable to be aspirated without manipulation of the valve. No leaks were found when the catheter was pressurized. When the catheter was filled with water and then held vertically with the hub up, water was found to drip consistently out of the valve. The catheter was then filled with water via aspiration and held vertically once again; however, water continued to drip from the valve. A microscopic observation revealed no damage to the valve of the catheter; however, the distal end of the valve appeared to curve and deviate slightly from the centerline. The investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when performing maintenance, a nurse of the relevant department found liquid leaks at the distal end of the catheter.